Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure to implant an additional lead for the patient¿s new non-device related pain area. No device was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.